Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic is split\cracked on the edge towards the center of the lens. Product history records were reviewed and the documentation, indicated the product met release criteria. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, it can be reasonably concluded, that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely, related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the lens was found to be defective. No patient harm was reported.additional information has been requested.